Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc could not confirm the reported issue. Based on the information provided, we cannot determine the exact cause. It is very likely that excessive force was applied when the screw was tightened, resulting in its detaching. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a chest support rod had a pin coming off and a fixed screw that was dislodged. The issue was found during estimation of the device. There was no injury or health damage due to the reported event.